Event description:
A zoll patient service representative (psr) contacted zoll customer support, while fitting a (B)(6), female, patient, to report that there were bent pins in the electrode belt connector. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (bent pins) has been confirmed. Upon evaluation the pins were bent. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.